Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump battery could not be charged. Customer's blood glucose was 190 mg/dl. Customer reverted to an alternate pump for insulin therapy.